Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device infused medication over 20 min instead of 2 hours. Per reporter there was patient harm, no other information was provided.

Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported device accuracy issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. During the investigation, it was determined that the device would not recognize syringe sizes. The issue was traced the barrel clamp and size sensor, which were both damaged. Based on the results of the investigation, the reported complaint could not be confirmed. The device barrel clamp and size sensor were replaced as a preventative measure.